Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)).') In an adult female patient who had essure (batch no. 627293) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included nuvaring. The patient's medical history included perineal pain. Concurrent conditions included breast feeding, vaginal bleeding, left lower quadrant pain, hydatid cyst and fibroids. Concomitant products included medroxyprogesterone acetate (depo provera). On an unknown date, the patient started nuvaring at an unspecified dose and frequency. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (on (B)(6) 2011 bilateral salpingectomy / total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, vulvovaginal pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: trailing coils: left 3 right 2 on (B)(6) 2016 patient underwent laparoscopic assisted vaginal hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. No free spillage. Pathology test - on (B)(6) 2016: preoperative & postoperative diagnosis: chronic pelvic pain procedure: laparoscopic-assisted vaginal hysterectomy history: h/o essure procedure; titanium coils specimen: uterus gross: a portion of an essure coil can be seen in tissue of the left tube diagnosis:uterus (hysterectomy): a. Cervix: chronic cervicitis and cystic dilatation of endocervical glands. Areas of effacement of the cervical mucosa with necrosis and inflammation. Squamous metaplasia. B. Uterine corpus: secretory phase endometrium. Myometrium, no remarkable histopathology. C. Clinical history: history of essure procedure (titanium coils) with chronic pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: dyspareunia (painful sexual intercourse), pelvic pain, fallopian tube perforation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)).') In an adult female patient who had essure (batch no. 627293) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included nuvaring. The patient's medical history included perineal pain. Concurrent conditions included breast feeding, vaginal bleeding, left lower quadrant pain, hydatid cyst and fibroids. Concomitant products included medroxyprogesterone acetate (depo provera). On an unknown date, the patient started nuvaring at an unspecified dose and frequency. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (on (B)(6) 2011 bilateral salpingectomy / total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, vulvovaginal pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: trailing coils: left 3 right 2 on (B)(6) 2016 patient underwent laparoscopic assisted vaginal hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. No free spillage. Pathology test - on (B)(6) 2016: preoperative & postoperative diagnosis: chronic pelvic pain procedure: laparoscopic-assisted vaginal hysterectomy history: h/o essure procedure; titanium coils specimen: uterus gross: a portion of an essure coil can be seen in tissue of the left tube diagnosis:uterus (hysterectomy): a. Cervix: chronic cervicitis and cystic dilatation of endocervical glands. Areas of effacement of the cervical mucosa with necrosis and inflammation. Squamous metaplasia. B. Uterine corpus: secretory phase endometrium. Myometrium, no remarkable histopathology. C. Clinical history: history of essure procedure (titanium coils) with chronic pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: dyspareunia (painful sexual intercourse), pelvic pain, fallopian tube perforation. Most recent follow-up information incorporated above includes: on 25-sep-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Product indication female sterilization updated. Essure stop date updated. Other relevant history and lab data updated. Lot number newly added. Events: perforation (fallopian tube(s)), pelvic pain, vaginal pain, dysmenorrhea (cramping), pain, dyspareunia (painful sexual intercourse) newly added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.